Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate called on behalf of a customer from the (B)(6). She alleged that the customer experienced several episodes of hypoglycemia. Paramedics were called and they tested the customer's blood glucose at 1.2 mmol/l on (B)(6) 2011. The customer was admitted to the hospital and sent home the next morning. The day after the customer returned home, he experienced another episode of hypoglycemia. Paramedics received a reading of 2.4 mmol/l on their meter, while the contour read 1.2 mmol/l. Paramedics stated the customer's contour was not reading correctly. The customer was taken to the hospital again, but sent home the same day. Prior to the customer being hospitalized for hypoglycemia, his doctor had increased his insulin intake by 2 units ((B)(6) 2011). Four days later ((B)(6) 2011), the customer was diagnosed with an infection and started on antibiotics. On (B)(6) 2011, the customer had a hypoglycemic reaction and the doctor decreased his insulin back to 10 units instead of 12. The decision was made to reassess his insulin needs after the infection cleared. The customer's test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.